Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the pilot test relating to the active exhalation during the preliminary system test. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device by a manufacturer remote service engineer, the customer's complaint was confirmed. The active exhalation failed. The remote service engineer states that the trilogy evo 3 way solenoid valve and the trilogy evo proportional valve (active exhalation control module) need to be replaced to resolve the issue. No further investigation is required.